Event description:
N20 leaking out of overpressure valve. Changed out regulator. Customer stated that they changed out n20 tank and when they opened the valve they heard nitrous leaking out of the overpressure valve.